Manufacturer narrative:
The root cause of the reported issue was determined to be due to a cracked and shorted capacitor, c181, on the user interface pcb assembly.

Event description:
A customer contacted stryker to report a non critical issue with there device. Upon inspection, stryker observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. After replacing the user interface pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non critical issue with there device. Upon inspection, stryker observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.